Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having a hemi arthroplasty performed on (B)(6) 2016. The patient later fell post operation and dislocated her hip and had a recurring dislocation. The surgeon revised the hip and put in a cup to gain better stability using a stryker modular dual mobility (mdm) construction.